Event description:
A center director reported a case of bilateral corneal abrasions, observed at four days post lasik treatment. Reporter indicated the abrasions are of unk origin, and have not resolved, therefore the pt is continued to be monitored. Additional info has been requested. There are two related reports for this pt. This report address the pt's right eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. Additional info has been requested. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).